Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 322 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and also was complete rewind. Customer stated that self test was performed and twice the pump error was occurred. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarms are confirmed in device history file due to a broken trace at keypad assembly. Device also received with faded serial number label.